Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report # 3007566237-2017-01454 [possible pump malfunction-unknown patient] was previously reported. Additional information regarding that event will be reported under this manufacturing number 3004209178-2017-05860[pump empty; missed refill; symptoms].

Event description:
(B)(4): information was received from a healthcare provider (hcp) regarding a patient who was receiving an un known drug at an unknown concentration and dose via an implantable pump for an unknown indication for use. It was reported that a patient was seen at the hospital for a ¿pump malfunction¿. The hcp then stated that he wasn¿t sure if that patient actually had a malfunction or not. The hcp stated that this happened about 60 days ago. The hcp did not have the patient name or if it was reported. (B)(4): additional information received on 2017-apr-20 from a healthcare professional reported there was not a pump malfunction. The pump had been beeping for several days. The patient needed a refill. On (B)(6) 2017, the patient came in and the pump was dry. The patient had missed an appointment for a refill. The patient was visiting from (B)(6). The date of the last refill of baclofen was (B)(6) 2016. The patient experienced altered mental status, fatigue and was confused. The patient had acute baclofen withdrawal. The pump was refilled on (B)(6) 2017 with 20 ml of gablofen 250 mcg/ml (dose unknown). At the time of discharge the patient¿s mental status had returned to baseline. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) and health care professional regarding a patient who was receiving gablofen (concentration 250 mcg/ml, dose 18 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. The event date was (B)(6) 2017. The patient was visiting from out of town and went to the emergency room (ER). The rep was told she was lethargic, anxious, and confused. Her pump was interrogated and determined it was completely out of baclofen. She was started on oral baclofen and the pump was refilled. When the rep saw the patient in intensive care unit (ICU), she was alert and oriented, vital signs were stable. She denied increased spasticity. When asked what symptoms she was having that brought her to the ER she said she had a little diarrhea. Her last pump refill was (B)(6) 2016, the rep was not sure why the patient did not make a refill appointment. The rep asked patient¿s husband how often she normally gets her pump filled and he said he didn't know. The rep was ¿unable to get in touch of the rep¿ so the rep called the managing physicians office and was informed that the patient was supposed to schedule a refill appointment for january but did not make an appointment. The rep educated the patient and her husband on the importance of making refill appointments and the seriousness of intrathecal business withdrawal (itb). The rep also provided the red/white card describing overdose/underdose symptoms to the patient¿s husband. The pump was refilled in the hospital. Surgical intervention did not occur and was not planned. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury.¿ additional information received from the manufacturer representative. It was reported that they became aware of the event on (B)(6) 2017. A healthcare provider (hcp) had called the answering services that a patient was in the emergency room and needed to be seen.